Event description:
It was reported that the blood glucose level was around 400 mg/dl while wearing the pod between 25 and 36 hours on the arm. As treatment, the patient administered 4 units of insulin.

Manufacturer narrative:
The device was returned and evaluated. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred.